Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's software was reloaded and the system was re-configured. The system was tested and found to be working as intended and returned to service

Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.